Manufacturer narrative:
The country of origin is (B)(4). The field service engineer found spotty cuvettes, a dirty incubation bath, biofilm in the black water tank, the needle for the detergent was clogged and the solution was leaking. A decontamination was performed, the bath and water bin were cleaned and the cuvettes were changed. No further issues were reported after the service visit.

Event description:
The initial reporter received questionable ldl-cholesterol and crej2 creatinine jaffé gen.2 - compensated method for serum and plasma results from the cobas 8000 c 502 module. Ldl-cholesterol: the initial result was 14.7 mg/dl and the repeat result on a c501 was 158.8 mg/dl. The 158.8 mg/dl result was reported outside the laboratory. Creatinine: the initial result was 1.16 mg/dl and the repeat result on 12-feb-2020 was 1.71 mg/dl. The 1.16 mg/dl result was reported outside the laboratory. The ldl-cholesterol reagent lot number and expiration date was asked for but not provided. The creatinine reagent lot number was 44747901 and the expiration date was 31-aug-2020.